Manufacturer narrative:
The investigation has started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
The customer reported that during patient monitoring on an m300, a patient experienced a run of pvcs (yellow, serious alarm) that escalated to vtach (red, high alarm) with no auditory alarm occurring at the ics (infinity central station).

Manufacturer narrative:
The customer reported there was no auditory or color change from the medium to high alarm when premature ventricular contractions (pvc - medium alarm) escalated to ventricular tachycardia (vt - high alarm). The m300 device, event strip recordings, screen shots, error logs and alarm logs were requested for analysis, however only the ics logs were provided. The ics logs did not aid in the investigation where the actual m300 could not be identified. Therefore the reported issue could not be verified and root cause could not be determined.

Event description:
See initial report.